Event description:
Falsely elevated hb1c results were obtained on qc and patient samples after calibration. The results were reported to the physician. The results were eventually questioned within the lab due to the shift in qc recoveries. Samples were re-run and accurate patient values were obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. The falsely elevated hb1c results were due to a failure by the customer to input the lot specific calibration scalers provided with the kit. The customer also input an incorrect calibrator bottle value. The kit packaging prominently displays the lot specific scalers on the outside of the kit packaging to reinforce the need to input the scaler factors when calibrating the lot. The calibrator values are provided on a lot specific calibrator insert sheet. The siemens healthcare diagnostic technical service center representative directed the customer to enter the correct scaler and calibrator bottle values which resolved the issue. The instrument is performing within specifications. No further evaluation of the device is required.